Event description:
Used binax rapid covid test which was negative on (B)(6) 2021. A pcr performed that same day was positive. Repeated test on day 5 of illness and was still negative. I've previously been vaccinated so am wondering if that is a reason why the binax was a false negative. There need to be studies of these tests in previously vaccinated individuals to better understand if prior covid vaccination may reduce the sensitivity of these tests, as many of us health care workers rely on these to determine safety of our families (including those not able to be vaccinated because you are unnecessarily dragging your heels on expanding the eaps for children). Not requiring ongoing sensitivity analyses in the vaccinated population is as irresponsible as your refusal to move forward with expanding vaccine eaps for children. FDA safety report ID # (B)(4).